Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with the microcatheter for evaluation. The pusher was received coiled/tangled, and the lead wires were separated. The distal heater coil was intact and there were no visible signs of damage. The monofilament was located within the pusher and rebounded approx .165" from the proximal end of the heater coil. Visual inspection of the microcatheter showed damage and several kinks along its length. The stretched implant was located within the microcatheter. Based on the provided information, the reported complaint of a broken coil in the microcatheter was confirmed. The investigation findings are consistent with the device being subject to tensile forces that exceeded its design parameters.

Event description:
It was reported that an embolization coil detached in the microcatheter. Both segments of the coil were removed together with the microcatheter without incident. There was no reported patient injury. The patient's current status is reported to be fine.